Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that insulin pump was alarming. Customer¿s blood glucose was unknown. Customer¿s blood glucose was unknown. Customer stated that battery cap was damaged. Customer declined troubleshoot for battery cap damage, high blood glucose and alarms. Insulin pump will not be returned for analysis.